Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had latency issue. A technical support specialist dialed into station followed knowledge article (ka) - bioid sensor fails after pushing rss es 1.8 lumidigm update to uninstall and reinstall the driver. After the reboot, the drawer failed again, contacted customer, who proceeded with recovery. The biometric identifier issue was resolved successfully, and the customer was able to recover the drawer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID exhibited latency. When the user placed a finger on the bio ID scanner, the scanner flashed repeatedly and took an extended time to recognize the fingerprint and allow login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.